Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation and was inflated twice at 12 atmospheres. However, during the third inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.